Manufacturer narrative:
(B)(6). On (B)(6) 2017, it was reported that the device was sticking/not closing completely. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was august 12, 2016 where it was reported that the mesher was bent/grid damaged and the damaged comb was replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on may 12, 2017 revealed the pre-test calibration could not be taken due to the damaged comb. The device had visible damage to the roller, gear, and side plates. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The cutter was in 8/15 and was deemed non-repairable at that time as well. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 12, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was sticking/not closing completely¿ was non-verifiable since during the initial inspection it was noted that no testing was able to be performed due to the damaged comb. However, it was noted that there was visible damage to the roller, gear, side plates and the 1.5:1 ratio cutter produced an incomplete cut when tested. The reported event was non-verifiable since during the initial inspection it was noted that no testing was able to be performed due to the damaged comb. However, it was noted that there was visible damage to the roller, gear, side plates and the 1.5:1 ratio cutter produced an incomplete cut when tested. The root cause cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was sticking/not closing completely. No adverse events have been reported as a result of this malfunction. Investigation revealed that the comb was damaged.